Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Public under the freedom of information act.

Event description:
The customer reported via phone call that they received a motor error alarm and the insulin pump shut off. The customer reported that the insulin pump alarmed off no power without low battery alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, low battery, batt out limit and failed battery test alarms or motor error alarm during testing. The device passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The device had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot and cracked reservoir tube lip.